Event description:
It was reported that a malfunction alarm occurred on the pump after possibly being exposed to humidity. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer's blood glucose level.